Manufacturer narrative:
Added information to section h6 (investigation findings and investigations conclusions). H11. Additional narrative/data: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The device was not returned to edwards for further investigation, as the valve remained implanted due to a valve-in-valve replacement, and no images or medical records were provided. Structural valve degeneration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valve implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. Based on the information available, the most likely root cause is patient factors.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed

Event description:
Edwards received notification that a 75-year-old patient with a 3300tfx23mm valve model implanted in aortic position underwent a valve-in-valve procedure after an implant duration of seven (7) years and three (3) months due to calcification leading to stenosis . As reported, patient presented with heart failure. A 23mm transcatheter valve was successfully implanted within the edwards surgical valve. Patient was noted as to be in stable condition after the procedure.